Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the pump to be in good physical condition. Error code alarm messages of "10037" were found in the event log. The pump was displaying "10037" error code when running the pump during testing. Upon opening the pump, a piece of "cut boards plastic holder" was found jammed between the motor gear and the hub gear. Upon removal, the device functioned as intended.

Event description:
Information was received indicating that an error message occurred to a smiths medical cadd-prizm® vip system upon attempting to run it. No additional information was provided and no adverse effects were reported.